Manufacturer narrative:
Corrected data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the bnp remained elevated at the 6-month follow-up with a measurement of 859. Treatment was not reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported approximately 18 days following the implant of this transcatheter aortic bioprosthetic valve, the patient was evaluated in the emergency department (ed) for a fever of 100.3 degrees fahrenheit (°f) and general malaise. The patient was admitted to the hospital, and a wbc (white blood cell) count of 18,000 per microliter (l) was measured. Leukocytosis was diagnosed. Intravenous therapy (IV) of cefepime and vancomycin was started, and wbc decreased to 13,000 per l. Two days after admission the wbc decreased to 8,000 per l and the body temperature decreased to 98.3°f. Blood cultures were negative three days after admission. No valve vegetations were noted on echocardiogram and the chest x-ray revealed no acute findings. The leukocytosis was resolved two days after onset and the patient was discharged four days after admission. Per the physician, the leukocytosis was not related to the valve nor the valve implant procedure. Two weeks after hospitalization, approximately thirty days following the valve implant, the patient presented for the routine 30-day post-operative follow-up appointment. A blood sample was obtained, and results showed an elevated b-type natriuretic peptide (bnp) of 1,057 pg/ml. This was an increase from 295 pg/ml at baseline. No changes were made to existing medications. The patient reported feeling better than two weeks prior and noted an ability to climb a flight of stairs without resting. Per the physician, neither of the elevated blood tests were related to the medtronic valve nor the valve implant procedure.